Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The laser probe was received for this investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual assessment of the returned sample revealed a non-conforming optical fiber at the subminiature version a (sma) connector. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. A fit check was performed with a trocar and the probe became stuck. However, it remains inconclusive how or when the foreign material was deposited on the cannula. The root cause of the reported event is attributed to clear foreign material on the cannula. However, it remains inconclusive how or when the foreign material was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic probe could not be inserted and not be emitted. The surgery was completed with no patient harm.